Event description:
The customer reported that her blood glucose reached "high" (> 500 mg/dl) and then she noticed the cannula had pulled away from her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported; therefore, no qualification records were reviewed.